Event description:
It was reported that the lead was having sensing difficulty as the r-waves have been declining. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was having sensing difficulty as the r-waves have been declining. The lead remains in use. No patient complications have been reported as a result of this event. The lead was later capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.